Event description:
Consumer reports toothbrush head disengagement. This is reported as a malfunction with the potential to cause a serious injury. A minor injury, "the metal shaft poked me in the chin and lip area", occurred.

Manufacturer narrative:
The handle was manufactured at the following location: (B)(4). The head was manufactured at the following location: (B)(4).